Manufacturer narrative:
(B)(4).

Event description:
It was reported that ¿once the lead was positioned the doctor was unable to remove the stylet from the lead.¿ it was stated this occurred during the implant procedure and that the lead was replaced as a result of the event. It was noted there were no patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information stated the patient was ¿receiving proper therapy¿ with their replacement lead. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, serial# unknown, product type: accessory. Device evaluation: analysis of the returned lead and stylet found ¿the stylet was able to be withdrawn from the lead with no difficulty. The stylet was unable to be completely inserted into the lead. Epoxy was observed inside of the stylet coil, 7.2 cm from the distal end, prohibiting stylet insertion.¿ the stylet was found to be ¿bent¿ at the time of analysis.